Event description:
It was reported that the implantable cardioverter defibrillator (ICD) feature, which prevents detection of rapidly conducted supra ventricular tachycardias (svt) as ventricular tachyarrhythmias, withheld for morphology that was similar to morphology that it had previously treated. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.